Manufacturer narrative:
(B)(4). Results of investigation: carefusion tested the ventilator with a known good ac adapter and known good patient circuit connected. The ventilator alarmed "battery fault" minutes after powering on. Bench testing was not able to determine the root cause of the failure of the battery. Carefusion replaced the battery to address the issue.

Event description:
It was reported by the customer that the ventilator is having a battery fault issue. There was no report of any patient involvement or harm associated with this complaint.